Event description:
The customer reported that the 9900 system would not capture the cine images during a case. The procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge and cine drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.